Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x echo-25 was returned to cirl for evaluation. Upon evaluation of the returned device the syringe was not returned, there was no needle exposure on return. The needle would not extend past the 2cm mark. There was no obvious damage to the needle tip. The needle hub joint was removed to open up the device. The needle was kinked inside the device handle. The kink in the needle was 6cm from the hub. The crumpling/kinking is the cause of the stylet damage. The kink below the sheath extender is caused by transportation as it was returned in a plastic bag. The customer complaint was confirmed as the needle was kinked/crumpled in the handle. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due to excessive force being used with the device or possible a torturous anatomy. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms a retrospective review of open complaints following update to the risk category for this failure mode. The stylet coiled when the user was pulling it out of the needle. The procedure was completed with another needle. The device was returned for evaluation and the needle was confirmed kinked below the sheath extender.